Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During aspiration, the tip of the syringe broke off in the stop cock of the attached tubing. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for faradrive steerable sheath was completed and confirmed that event of device interaction with another device was defined in the product risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During aspiration, the tip of the syringe broke off in the stop cock of the attached tubing. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).